Event description:
The surgeon inserted and removed a three piece collamer lens model cq2015 without patient injury. The surgeon decided to a different lens since the patient had a small pupil. The surgeon stated there were no patient complications and the patient's visual acuity was 20/20. The surgoen also stated that there was nothing wrong with the lens.